Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka. The pt's nurse reported that the pump cartridge exhibited an insulin leak.

Manufacturer narrative:
The cartridge has not been returned to animas for eval. Based on the lot number provided the cartridge was expired at the time of use. A retained sample from the same cartridge mfg lot was evaluated and found to be operating within required specs.